Event description:
It was reported that an fsl3+ sensor paired with the ilet via the mobile app did not enter warmup as expected after insertion, and after guidance to toggle between g7 and fsl3+ and rescan, the sensor entered warmup, indicating an intermittent communication issue involving the sensor-radio interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication failure traced to the electrical/magnetic subsystem, specifically implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.